Event description:
Per contact, during the procedure that first three bands fired successfully. On the fourth and last varix, the contact thought that two bands fired at the same time. She heard one click. Two bands then slipped off the fourth varix. An unknown model olympus scope was used. The procedure was not completed.